Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was trying to bolus this morning and both times, he received a no delivery alarm on the insulin pump. Customer's blood glucose was 400 mg/dl. Customer treated with 8.8 units. Customer stated that the alarm just occurred during bolus and the alarm is recurring. Customer stated that the issue has not been resolved. Customer is out of supplies and he refilled the set he was wearing yesterday. Customer was experiencing high blood glucose. Customer stated that the insulin did exit and the pump alarmed no delivery. Customer stated that the pump did not alarm no delivery with a 5.0 unit fixed prime on the current set. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by the set or reservoir connection. Customer stated that he thinks that he has a cold and that may be the reason why his blood glucose is elevated.